Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2015. An increase in voltage during this time suggests a further pad-pak was installed. Multiple manual power ups, one of ten minutes duration, were observed in the device memory on (B)(6) 2015. The device records multiple power ups of nonsensical durations during this time, this may indicate the device was switching on automatically and the user was removing the pad-pak to power off the device or that the pad-pak was incorrectly seated in the device. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.